Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter, the catheter was unable to reach the right inferior pulmonary vein (ripv), and the patient experienced minor pericardial effusion and suspected tissue damage. The procedure was cancelled due to the failure to reach the ripv. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave catheter was used. The patient had small left atrial anatomy and the ripv could not be located with the farawave catheter and faradrive sheath. A direct approach to the vein was unsuccessful. The catheter and sheath were moved from the left side of the heart, then maneuvered back to the left side with success. This occurred several times before the guidewire suddenly became stuck in the catheter and could not be moved. The catheter was removed from the patient and checked on the table. The procedure was cancelled due to the inability to reach the ripv and suspected tissue damage, though all other veins were isolated. During post-procedure echocardiography a little pericardial effusion was observed. The physician deemed the effusion irrelevant for medical intervention. The current condition of the patient is unknown. The device is expected to be returned for analysis.